Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 38 x 2.75 mm promus premier¿ stent was advanced and was successfully deployed. However, the physician observed a non-blood flow limiting distal edge dissection under fluoroscopy. The dissection was then treated by overlapping a 16 x 2.25 mm promus premier¿ stent and the procedure was completed. No further patient complications were reported and the patient's status was stable.